Event description:
Husband had cardiac arrest during physiotherapy about 100 hours after a medtronic synchromed surgery. Autopsy found no conclusive cause of death other than suspected cardiac arrest. Model 8637-40, intrathecal lioresal.